Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator failed the electrical safety test. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customers' v60 ventilator failed the electrical safety test (failed twice). A repair estimate was provided to the customer, and a parts order was suggested for a replacement alternating current (ac) inlet. Investigation ongoing / resolution pending.

Manufacturer narrative:
A field service engineer (fse) was dispatched; after evaluating the device, the fse reported that the o2 fitting retainer screw and resistance had exceeded the permitted range. As a result, the o2 inlet fitting was replaced, and the electrical safety test was performed. It was reported that the values were now within the established range. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.